Event description:
The healthcare professional (hcp) stated the patient said her catheter was disconnected from the pump. According to the hcp, another md had called the clinic and stated also that it was disconnected. A dye study was not done; just an x-ray was done per the hcp, the date was not reported. The hcp accessed the catheter access port (cap) in 2008, and pulled off 4.5 mls of dark brown (tea color) fluid. The hcp sated the patient did go through withdrawals around thanksgiving. The clinic turned the pump off the day before thanksgiving because they were told about the catheter issue. The patient was stable at the time of the report. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.